Manufacturer narrative:
Registration number (B)(4). Exemption number (B)(4).

Event description:
It was reported that the patient experienced chronic infections at the abutment site and was treated with oral and topical antibiotics. Subsequently, the patient's abutment was removed under a general anaesthetic on (B)(6) 2018.